Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts on the proximal end in a lifted state. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. The device returned with the mandrel re-inserted. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21-jun-2019. It was reported that advancing difficulty was encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 16mm x 2.5mm, eccentric, de novo target lesion was located in the tortuous distal right coronary artery. After a guide wire crossed the lesion, pre-dilatation was performed then a 2.50x20mm promus element plus drug-eluting stent was advanced but did not reach the lesion. The procedure was completed with another of same device. There were no patient complications nor injuries reported. However, returned device analysis revealed stent damage.